Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding system error 2240 message that appeared on the display of hp's homechoice machine during drain 2/5 of hp's automated peritoneal dialysis (apd) therapy. Per hp's rn, hp disconnected transfer set from the pt line of the homechoice set during a dwell cycle without pausing apd therapy. Hp did not return in time for the drain cycle that follows. When hp returned, the cycle was alarming. In an endeavor to correct this issue, hp reconnected transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early. Per hp's rn, no pt injury or medical intervention was associated with this incident.